Manufacturer narrative:
The 510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs (B)(4) on (B)(6) 2011 alleging an error 2 message on her father's one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the reporter mentioned that due to the alleged error 2 message, her father was unable to test his blood glucose for two days. The patient did not have a back up meter to test his blood glucose and continued to take his oral medication on a regular basis. On (B)(6) 2011 at 8:30am, the patient lost consciousness. The daughter did not attempt to treat the patient. The patient regained consciousness 5 minutes later. The home health nurse treated the patient with oral medication. The patient visited his physician the same day and was tested on the physician's meter; however, does not recall the reading. The patient's physician increased his oral medication by 2 pills. Patient is now taking 4.5 pills in total. Prior to the alleged issue, the patient was only talking 1.5 pills a day. A normal reading for the patient is between 100-160 mg/dl. Patient usually tests once a day and then sometimes test twice a day (morning and night). The alleged issue was not resolved over the phone and the products were replaced and requested back for investigation. The complaint is being reported since the reporter alleged that due to the alleged error 2 message, the patient was unable to test for two days and later fell unconscious and had to be treated with oral medication by his home health nurse.